Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 -9.5/3.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens was exchanged with a shorter length lens on (B)(6) 2023 and problem was resolved. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).